Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
When performing the evoke spinal cord stimulation (scs) system device check before magnetic resonance imaging (MRI), disconnected electrodes were identified on one (1) lead. A revision procedure was performed, and the evoke lead was replaced to resolve the reported event.